Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument would not shut, making it impossible for it to come out of the patient. The first assist had to forcibly clamp the forcep together to pull it out of the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument remained stuck in the open position and could not be closed; it was not stuck closed on tissue. The jaws had to be manually closed using another instrument to remove them from the trocar, indicating mechanical difficulty. There are no photographic images or video recordings available for review regarding this incident.